Manufacturer narrative:
The unit was received with a blank display due to moisture damage on the electronic assembly. Analysis was unable to verify a constant tone or vibrating due to a blank display. The unit had a minor scratched lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report that the insulin pump was exposed to moisture. The customer stated that the device had a constant tone and is vibrating without an alarm or alert. The customer also stated that the display was blank. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was agreed to return the product for analysis.